Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for other chronic/intract pain (trunk/limbs). Information was reported that the caller stated that the ins has been off for a year, the patient claimed that she turned the device off because it never worked for her. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.